Manufacturer narrative:
(B)(4). It was reported during follow up that the patient subsequently passed away. The cause of death was reported to be sepsis/septic shock. The cause of the sepsis event was unknown. It was unknown if the patient had recovered from the peritonitis event prior to time of death. It was unknown if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is the same patient as (B)(4). Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and suspect retro peritoneal abscesses coincident with peritoneal dialysis therapy. The cause of the first event was unknown and the patient was not hospitalized. The patient was treated with unknown antibiotics and recovered from the peritonitis event. Less than four weeks later, the patient experienced recurrent peritonitis manifested by cloudy effluent and abdominal pain. The cause of the recurrent peritonitis is unknown and the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) gentamicin (4mg, frequency and duration not reported) and ip vancomycin (25mg, frequency and duration not reported) for the event of recurrent peritonitis. At the time of this report, the patient was reported to be recovering from the recurrent peritonitis event. Ten days after hospitalization, the peritoneal dialysis catheter was removed due to the level of white blood cells and neutrophils fluctuating up and down and was placed on hemodialysis. Two days later, the patient was discharged from the hospital but readmitted three days after for abdominal surgery for intra-abdominal and retro peritoneal abscesses. At the time of this report, the patient was reported to be recovering from the abscesses. No additional information is available. This is report 1 of 4 involved in this event.